Event description:
Patient experienced bleeding during implant surgery when the physician while tunneling for the stimulation lead. The physician applied pressure to the neck for 5 minutes and the bleeding stopped, resolving the issue without further intervention.